Manufacturer narrative:
This information was accidently left off of supplemental # 1. Continued: the ventilator passed pre-use check prior ventilation was started and the technical log does not contain any technical error codes indicating that there was a ventilator malfunction at the time of the event. The exact root cause has not been determined but the fact that the patient was removed from the ventilator and placed on another unit which did not exhibit the same alarm and measurements points to a leakage in the patient circuit. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact peron: (B)(4).

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact peron: (B)(4). The ventilator was investigated on-site by our field service engineer. It was not possible to duplicate the reported event. The ventilator passed all safety and functional tests and was cleared for clinical use. The ventilator logs were downloaded. Ventilation mode was set to simv (prvc) + ps in neonate patient category. In this mode mandatory controlled ventilation breaths are delivered with a preset respiratory rate. The patient can breathe spontaneously with pressure support between the mandatory breaths. The reported alarms for inspiratory tidal volume too high could be confirmed in the event log. The inspiratory tidal volume too high alarm will be activated when the fully leakage compensated inspiratory volume is higher than the alarm limit. In prvc ventilation mode, the alarm limit is auto-adjusted to 160% of set tidal volume. Other alarms such as leakage too high, peep low and expiratory minute volume high are also generated in conjunction with the alarms for inspiratory tidal volume too high. The alarms can indicate a large leakage in the patient circuit or a set tidal volume that is lower than patient demand, where occasional single breaths with larger volumes than the set alarm limit will cause the alarm to be triggered.

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Event description:
It was reported that the ventilator alarmed for inspiratory tidal volume too high during patient treatment. There was no patient harm. (B)(4).